Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer's fiance reported that the customer had low blood glucose to the point of being unresponsive on five different occasions, and that paramedics were called to treat the customer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was found unconscious by his wife and paramedics were called. Blood glucose level at the time of paramedics arrival was 20 mg/dl. The customer reported that he was treated at home and not hospitalized. The customer reported that his last known blood glucose level on the day of the incident was 108 mg/dl. The customer stated that the insulin pump did not go into suspend and should have. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.